Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the printed circuit board. The system was tested and is operating as intended.

Event description:
The customer reported that the 2800 system failed to boot up. No patient injury was reported.